Event description:
Healthcare professional reported "deflation". Record is for right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed delamination total of the valve (adhesive failure) and observed cracked valve seat diaphragm valve. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". Record is for right side. Device remains implanted.